Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a wrist scope procedure, the device got very hot. The procedure was completed with this device. No patient injury or complications were reported.

Manufacturer narrative:
H1 a visual inspection was performed on the exterior of product and no damage was observed. Complaint of overheating was confirmed. Mdu failed for hand piece blade stall error as well as overheating. Cause of errors and overheating is a corroded motor/gearbox. The motor and gearbox could not be removed from the housing for further assessment due to corrosion. A review of the manufacturing records shows that this unit was released to distribution on or about may 05, 2011. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.